Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during hemorrhoids open procedure,the staple line was incomplete and it was fixed by over sewed. The knife blade still cut but no staples were fired. The patient hospitalization extended for 3 days. There was bleeding at that time because staples did not close b shape. The surgeon did manual suture in order to complete the case. There was tissue damage as a result of this problem. The incision was extended due to the product problem. There was temporary injury (bleeding) as a result of the event. Patient status: alive - with injury.